Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 07, 2019 - november 08, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. The reported condition could not be verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿internal membrane¿ (bladder) of a ce infusor sv (small volume) ruptured during filling which resulted in a spill of solution ¿under the sterile preparation chamber and then in the chemotherapy container¿. The device was filled with 5ml of 5-fu (fluorouracil) and 37ml dextrose 5% and a portion of a syringe of 50ml of 5-fu. This occurred during preparation. There was no patient involvement and there was no customer staff injury reported. No additional information is available.